Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to instances where the minute ventilation (mv) sensor did not respond as expected at higher rates. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the health care professional (hcp) requested a review of an episode on this pacemaker. Technical services (ts) reviewed the episode and determined it was atrial tachycardia that self-terminated, followed by a visible but unsensed farfield signal on the presenting electrogram (egm). Ts speculated whether the rhythm could be related to patient movement or physical activity. After an in-clinic visit, no sensor rate increases or farfield signals were noted during a positioning test. The minute ventilation (mv) and accelerometer sensor rates varied with specific motions, and the heart rate did not increase as expected during physical activity sessions. Ts provided reprogramming recommendations. No adverse patient effects were reported. This pacemaker remains in service.